Event description:
The pt was presented to the emergency dept on 10/28/96 with an initial diagnosis of rule out sepsis, dehydration and hyperglycemia. Pt had a history of insulin dependent diabetes for 15 years, severe calcified arterial disease, lateral wall and apex left ventricle acute infarct superimposed on old infarct, end stage renal disease since 6/96, peripheral vascular disease, aorta-ileal bypass, amputated left toe, mild pericardial effusion and mild calcified changes of mitral valve.